Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed by herself on (B)(6) 2022. Confirmation testing was performed on (B)(6) 2022 at a clinic using another brand (unknown platform), with generating a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed by herself on (B)(6) 2022. Confirmation testing was performed on (B)(6) 2022 at a clinic using another brand (unknown platform), with generating a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed by herself on (B)(6)2022. Confirmation testing was performed on(B)(6)2022 at a clinic using another brand (unknown platform), with generating a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 190151 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 190151 and test device 195-430h / lot 186565. Quality control release testing met specifications and there were no false positive results observed. The review of the complaints reported as false positive results (confirmed, unconfirmed and conflicting results) related to kit lot 190151 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.e3 (occupation) h3 other text : device discarded, single use device.